Event description:
Please refer to initial MFR. Report.

Manufacturer narrative:
Initial analysis of the reported observations led to the conclusion that a causal connection to the controller board of the device is likely. The particular pcb was replaced, the device passed all consecutive tests and is back in use w/o further problems reported since then. The error condition could be provoked in the lab with a specific software which generates a multitude of read-write-operations between the main processor and a dedicated memory chip. One single reboot was the only consequence if the triggering conditions came into effect. A deviation in the electronic system that can't be rectified by sw routines will trigger a restart of the entire system. During the restart sequence which usually does not take longer than 12 seconds the device opens the pneumatic system to ambient to enable spontaneous breathing of the patient. The user will be alerted by means of a corresponding high-priority alarm. After completion of the restart the ventilation will be continued with the last valid settings. The error condition could only be duplicated under exacerbated test conditions i.e. The occurrence rate in the field will be much less in comparison to the conditions used in the lab tests. Investigation of the issue is still ongoing to understand the problem in full level of detail and to define measures that suppress the triggering conditions for the reported single reboots.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that the device restarted automatically. No injury was reported.